Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Ww(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that the implanted asr devices failed; therefore, patient underwent a revision due to unknown reasons.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records for MDR reportability, the patient was revised to address pain. Revision notes reported a small amount of whitish murky fluid which is consistent with metal debris, and corrosion on the trunnion. Pathological results reported chronic inflammatory type process with lymphatic infiltrate, more consistent with a reaction to metal debris. Added asr sleeve since the whole asr component were revised. Added stem due to the reported corrosion. Doi: (B)(6) 2006; dor: (B)(6) 2014; right hip.

Manufacturer narrative:
Product complaint # :(B)(4) investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.